Event description:
It was reported that the patient was experiencing pain due to the ipg was slightly tilted. It was also reported that the patient was experiencing difficulty charging and connectivity issues between the ipg and the remote control. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. The ipg remained implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.